Event description:
During procedure the medtronic pak needle fractured and the distal portion of the pak needle was with in the left l4 pedicle. Attempt to remove the retained, fractured, pak needle was identified several instruments were used to try to remove the retained cannula. However, it was very adherent to the surrounding bone; therefore, elected to leave the distal fractured portion in the left l4 bone.